Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) vented micro-volume inlets had particulate inside the packaging. This was observed during inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in october 2024. H11: eight (08) unopened actual devices were received for evaluation. Visual inspection of returned samples showed embedded particles on the tubing of the inlets, on the white connector, spike port blue cap, connector transparent cap. The particles were further described as white fibers, white or dark spots. The reported condition was verified. The cause of the issue could not be determined; however, could be related to manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.